Manufacturer narrative:
Investigation: we have been provided with a picture of affected sample. A leakage through the plunger rod was observed in this provided samples. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2011 (january 24 - 26th, 2017). Syringes were assembled in machine, nº4252, and nº4251, in lot #7009441 (january 16 - 25th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7009458 and #6328024 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7024025, #7016119, and #7009457 and no problems, defects or qn related to the reported issue were found. Based on the evaluation of the picture of the affected sample, we have concluded that the reported issue could be produced as a consequence of some damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that blood leaked from the plunger rod on a 20 ml bd¿ syringe with 18g x 1.5 in. Needle during use. There was no report of exposure to mucous membranes, injury or medical interventions.